Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
The meter is showing very high readings of 300/400. Strip and control solution lot number was not provided. It has been confirmed that the test strips are in good condition. Patient was asked if a laboratory test was done; patient confirms stating the result obtained was 111mg/dl. Meter was shipped on (B)(6) 2014 and the customer has a history since 2011. Adverse event not reported.